Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedances on the right atrial (ra) lead had risen, but then stabilized. The threshold was also noted to have increased and there had been some minimal oversensing. The lead remains in use. No patient complications have been reported as a result of this event.